Event description:
It was reported, leaking noticed at 6cm mark on catheter. Treatment was delayed. Leak was external, therefore no infiltration or extravasation occurred. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4fr dual lumen powerpicc sv catheter with two needleless injection caps. A split was observed at the 6cm depth marking. Use residue was observed throughout the catheter. Microscopic inspection of the split revealed it was circumferentially aligned. A severe kink was observed in the vicinity of the split. The split exhibited a wave-like pattern. Wear marks were observed radiating from the split. The wear marks and kink in the catheter shaft suggested repetitive mechanical stress may have contributed to the split. The damage location suggested that catheter securement, access and maintenance techniques may have also contributed. The unusual split shape suggested that an additional, unidentified factor(s) may also have contributed. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, leaking noticed at 6cm mark on catheter. Treatment was delayed. Leak was external, therefore no infiltration or extravasation occurred. No other information was provided